Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported events. Not enough information was provided. It is unknown if the reported broken haptic was the cause of the dislocation or if it was broken during the lens removal. (B)(4).

Event description:
A health professional reported that a patient experienced poor vision after having an intraocular lens (iol) implanted into their eye. The surgeon upon examination found a dislocated lens. During a secondary surgery to remove the lens, he found the iol to have a broken haptic. The patient needed a vitrectomy procedure and a new lens was inserted to complete the case. Additional information has been requested.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).